Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional follow-up information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited varying, out-of-range shock impedance measurements and varying, high capture thresholds. Subsequently, this patient underwent a revision procedure, and this lead was successfully explanted and replaced. Due to its proximity to the rv lead, the associated right atrial (ra) lead was also replaced. Also, per the field, since the associated implantable cardioverter defibrillator (ICD) had only three years of battery longevity remaining, the physician preferred to explant and replace the device too. No additional adverse patient effects were reported. Product return is not expected.